Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Multiple follow up attempts have been made, however no further information has been obtained by the physician to confirm device relatedness. The reported events are being reported out of an abundance of caution.

Event description:
Patient reported recurring rash, cellulitis, itching, burning, soreness, and very red" all along abdomen, suture line, and upper thighs which started eight months after having unknown strattice mesh implanted. Explant surgery has not been scheduled. Patient was advised to stop taking hctz and celibrex as an attempt to narrow down allergen.